Event description:
Similarity of packaging of sensicare latex-free and latex gloves can confuse healthcare workers and cause them to use latex gloves when there may be a personal and/or patient sensitivity to latex.